Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were dispatched through emergency room due to high blood glucose level and diabetes keto acidosis on (B)(6) 2022. Customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will continue to use the device.